Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-13-2024 it was reported that patient faced occlusion at the infusion site. Patient's blood glucose level during the event was 600mg/dl. Patient was found positive for high ketones. The infusion set was in use for more than 48 hours. Patient changed supplies as necessary and resumed insulin therapy no further information was available.